Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The nurse reported that no audible or visual alarm was triggered during an asystole event. The device was in use monitoring patients. No adverse event was reported.